Event description:
Customer reports one incident of a blood leak on reuse number 2. Noted at the onset of treatment by a blood leak alarm, visible blood in the dialysate lines and confirmed with hemastix. Estimated blood loss was minimal. Treatment was continued with a new dialyzer without incident. No pt injury or medical intervention reported.